Event description:
A patient had two taxus stents placed in the rca, right coronary artery. The patient was discharged from the hospital several days later. The patient returned to the emergency room the next day with acute myocardial infarction. The catheterization lab revealed subacute thrombosis. The rca required additional intervention and hospitalization.